Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a cracked display window and a cracked case near the display window corners.

Event description:
It was reported that the customer had high blood glucose level of 360 mg/dl. The customer treated with a manual insulin injection. The customer reported receiving a motor error alarm from the insulin pump during bolus. Troubleshooting was done. The customer reported that the insulin pump was exposed to an x-ray. The customer reported that they were able to complete the rewind sequence on the insulin pump. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No add'l info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.